Event description:
It was reported that a patient presented in-clinic for an implant procedure. Following the implant procedure, the patient's implantable cardioverter defibrillator was found to have far r-wave over-sensing, causing inhibition of pacing. Corrective programming changes were made. The patient was stable throughout.